Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin had the stopper separate from the plunger. The following information was provided by the initial reporter: "according to the customer's report, the stopper was separated from the plunger."

Event description:
It was reported that syringe 1ml ls tuberculin had the stopper separate from the plunger. The following information was provided by the initial reporter: "according to the customer's report, the stopper was separated from the plunger.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-17. H6: investigation summary two photos and one sample were received by our quality team for evaluation. From the photos, it was observed that the plunger rod was detached from the stopper and the plunger head was missing. From the sample, it was observed that the plunger was separated from the stopper due to plunger head chip off. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of plunger head chip off could have be due to the molded plunger tip hitting against the molded plunger target box when transferring from the molding machine to the assembly line. A curtain at the molded plunger target box will be installed to act as a cushion and reduce impulse. Communication with the production technician to raise awareness of the reported defect will also occur. This incident has been added to our database of reported incidents.